Manufacturer narrative:
Evaluation method: (film evaluation).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement); patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm ten years ago. Aneurysm and vessel morphology from the time of implant and currently are unknown. It was reported that the patient was in for a routine follow up appointment, a migration was noted and the aneurysm was sealed. There was no endoleak. The right common iliac also developed an aneurysm due to disease progression. The patient was not treated and will be re-imaged in 6 months and is being monitored by their physician. No clinical sequelae were reported.

Event description:
Update received that it was the left common iliac that developed an aneurysm due to disease progression. A review of returned follow-up films show that the ipsilateral limb and extension were placed into the left common iliac. The bifurcate is currently approximately 2cm below the renals. The neck diameter is conical shaped; approximately 24mm below the lowest left renal, and 30mm at the bifurcate proximal graft margin. The aaa diameter measures 3.0 x 3.8cm; no endoleak is seen. The left common iliac appears aneurysmal (32mm diameter), and there is little distal seal with the 20mm od iliac limb. Earlier follow up films were not provided; but it is likely that the migration and left iliac aneurysm may have been due to disease progression.